Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge displayed an accurate fill estimate of over 240 units of insulin. However, at times, the insulin gauge displayed 90 units or less. The customer's blood glucose level was 201 mg/dl. The customer confirmed that a new cartridge would be loaded.